Manufacturer narrative:
The explanted products were not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented with an infection about six weeks post-implant. It was noted the patient had a previous transvenous system explanted due to infection. The physician did not explant the s-ICD and was treating the patient with antibiotics. The device and electrode will be explanted if the infection cannot be resolved with antibiotics. It was later reported that after approximately two weeks of treatment, the infection did not resolve and the system was explanted. No additional adverse patient effects were reported.